Event description:
Pump was reported to not deliver fluid as intended. The vtbi showed 0 when there was still 500ml of unknown fluid left in the bag. The nurse reset the vtbi to 500 and the pump was counting down without alarming for occlusion but no fluid was dripping in the chamber. The biomed was unable to duplicate the reported issue and has returned to pump to service in the hospital. Attempts were made to obtain extra information regarding patient status, medical intervention, patient injury, age of patient and the medication involved but no additional details are known.